Event description:
It was reported that six weeks after a bilateral cryotherapy procedure the patient presented with a sphenopalatine artery bleed. The bleeding was cauterized and the patient received a blood transfusion, the patient was kept for 3 days at the hospital and released with no further complications.

Manufacturer narrative:
H3 other text : device not available.